Manufacturer narrative:
4307 - the patient side cart right cart drive was returned for failure analysis and the reported problem error 23094 was confirmed in the log files. The part was installed onto a test system and performed the back drive test. During the back drive test, error 23087 occurred. The system was rebooted the system and the unit passed the sine cycle, iloop and hall testing. This complaint remains reportable due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) could lead to the procedure to be converted/aborted. Although no patient harm was reported, if the issue were to recur, it could result in an adverse event.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse was able to reproduce the reported problem and verify the error in the log files. The fse replaced the psc right cart drive (p/n 372186-50) to resolve error 23094 and replaced the broken circuit breaker (p/n 186401) to resolve the broken lever. The broken circuit breaker involved with this complaint is a field scrap item and will not be returning to isi for further investigation. The system was tested and verified as ready for use. The right cart drive has not been returned to isi for evaluation. Therefore, the root cause of the customer reported failure mode cannot yet be determined. A follow-up MDR will be submitted if the component is returned (post engineering evaluation) or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the system log was conducted by technical support and confirmed the reported error 23084 occurred. The fse provided a picture of the broken circuit breaker; confirming the broken / missing lever. Further technical review from an isi failure analysis engineer is not required because there is sufficient evidence in the failure analysis to suggest that a reportable malfunction has occurred. Based on the information provided at this time, this complaint is being classified as a reportable event because system unavailability after start of a surgical procedure (first port incision) contributed to the procedure being aborted. Although there was no patient injury, if the issue were to recur, it could cause or contribute to an adverse event. Follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.

Event description:
It was reported that prior to the start of a da vinci-assisted prostatectomy surgical procedure, recoverable error 23094 occurred while docking the patient side cart (psc) to the patient. The system prompted the user to recover; however, the issue persisted. The customer power cycled and restarted; however, the error persisted. The customer contacted technical support and was advised to hard power cycle the system, however, the circuit breaker lever physically broke off in the off position. The surgeon made the decision to abort the procedure post anesthesia and port placement with no reported injury. Intuitive surgical, inc. (Isi) followed up with the field service engineer (fse) ,and obtained the following additional information: the error occurred while the psc was moving toward the patient for docking. It did not make it to final position which is ideal for docking. The fse was unable to determine what the error was pointing to at the time of the call, however, technical support later determined log files pointed to the psc right cart drive. The customer reported gently pushing down on the circuit breaker lever to the off position with her finger and it just broke off during the process. No patient injury was reported.